Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that there was a leak found at the patient line stopcock intraoperatively. According to the report, the device was replaced with a new device. Reportedly, there was no injury to the patient and no patient symptoms.

Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. The patient line injection site was missing from the stopcock, however adhesive was present. It was also observed that the patient line was not securely attached to the stopcock however adhesive was present. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.